Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using hickman port s/l and during the procedure it was reported that the catheter was defective. The catheter showed fragility in the plastic and crumpled, making it impossible to pass the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, one vessel dilator, one partially peeled 10fr peel-apart sheath and few other kit components were returned for evaluation. Along with returned sample, two photos were provided for review. Visual, microscopic and functional evaluations were performed. The 10fr peel-apart sheath was noted to be partially peeled, as the distal portion of the sheath was unpeeled. Twists and bends were noted throughout the peeled sheath shafts. Slight bunching was also noted throughout the sheath shafts. The distal end of the sheath shaft was noted to be deformed as the edges appeared to be jagged. The first photo shows the label that contains product details. The second photo shows one partially peeled introducer sheath and few other components. The distal portion of the sheath was noted to be deformed and bunching was noted. Blood stains were noted throughout in all the components. Therefore, the investigation is confirmed for reported deformation issue. However, the investigation is inconclusive for the reported failure to advance as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. It is unknown whether patient/procedural factors contributed to the event. D4 (unique identifier (UDI) #), g2, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using hickman port s/l and during the procedure it was reported that the catheter was defective. The catheter showed fragility in the plastic and crumpled, making it impossible to pass the catheter. The procedure was completed using another device. There was no reported patient injury.